Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical / medical investigation concluded that, the x-ray images appear to support the complaint of the backed-out screw; however, the root cause of the reported event could not be definitively concluded based on the x-ray images alone. It is unknown if the surgical technique [7128-1506 02906 v1 01/15] and/or torque wrench calibration schedule was adhered to. The assessed patient impact is the backed-out screw. It is unknown if the patient is experiencing laxity issues or other symptoms due to the reported event. Further impact could not be determined, although a revision ¿could be performed¿ per complaint. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a tka had been performed a legion hk gd motion insert lock screw was not locked into the legion hk tibia base plate anymore. It is believed that the screw probably is only locked in the insert. A revision surgery could be performed with a new screw.